Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump and balloon were visually examined and microscopically tested. No anomalies were found with the components. The cuff was visually examined and functionally tested. A tear was identified in the cuff shell that appears to be consistent with sharp instrument/tool damage. It is most likely that the damage occurred during the implant procedure. No other damage or irregularities were identified. Based on the information available and analysis results, the tear identified in the cuff could have caused or contributed to the reported clinical observation of mechanical issue and fluid leak. E4 init rptr also sent rep to FDA: updated to no.

Event description:
It was reported that after implant surgery the artificial urinary sphincter (aus) was functional for several months but stopped working in less than a year. The patient started to experience urinary incontinence. A replacement surgery was performed in which a leakage at the cuff was found. All components were removed and replaced. As the device was functional for several months, the physician does not think that the issue was caused during the implant surgery. No patient complications were reported.

Manufacturer narrative:
Updated b5: description of event. Updated b7: other relevant history.

Event description:
It was reported that after implant surgery the artificial urinary sphincter (aus) was functional for several months but stopped working in less than a year. The patient started to experience urinary incontinence. A replacement surgery was performed in which a leakage at the cuff was found. All components were removed and replaced. As the device was functional for several months, the physician does not think that the issue was caused during the implant surgery. No patient complications were reported.

Event description:
It was reported that after implant surgery the artificial urinary sphincter (aus) was functional for several months but stopped working in less than a year. The patient started to experience urinary incontinence. A revision surgery was performed in which a leakage at the cuff was found. Only the cuff was removed and replaced. As the device was functional for several months, the physician does not think that the issue was caused during the implant surgery. No additional patient complications were reported.